Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with acute onset of abdominal and mid flank pain. The patient was lost to follow up for the last 7 years. The CT revealed a contained rupture of a para-renal aortic aneurysm which was dilated to >38mm in the proximal seal zone which resulted in a complete loss of seal of the aneurx bifurcated stent graft and the growth of the abdominal aortic aneurysm. The physician assessed the patient and deemed the patient unsuitable for any endovascular treatment options. The physician elected to convert the patient to open surgical repair. A supra-renal aortic cross-clamp was used and the patient received an aorto-bifemoral repair. Per the physician, the patient tolerated the procedure well and was extubated post-operatively. Upon follow-up the patient was doing well at post-op day 7. Per the physician, the causes of the events were related to the patient; the patient did not return for follow up appointments and dilatation of the aortic neck in the proximal seal zone resulting in complete loss of stent graft apposition. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: from the examination of the returned devices and limited clinical information provided, the exact cause of the aortic rupture could not be determined. The devices were received intact along with the aneurysm sac contents. Minimal stent graft angulation was observed along the bifurcate aortic body and limbs. Numerous strut fractures and associated abrasion holes <(>&<)> suture breaks were seen on the bifurcate, primarily along the aortic body between rings 3 ¿ 4. It is possible that the stent fractures contributed to the aneurysm expansion; however, bifurcate proximal seal zone at ring 1 appeared intact. Several larger abrasion holes with related suture breaks were also seen along the ipsilateral limb. Other than an excision cut and multiple suture breaks, no device integrity issues were seen with the contralateral limb. The exact cause of the holes could not be determined, but appeared to have been caused by fabric abrasion from the apices of the adjacent struts, exacerbated by increasing relative motion from lack of suture support, possibly caused by stent graft angulation, aneurysm morphology changes, and disease progression. The patient¿s anatomy is unknown, and lack of films did not permit the assessment of the stent graft in-vivo configuration during the course of the implant duration. Although no type iii fabric endoleak was reported, it is possible that some of the observed holes seen on the bifurcate may have also contributed to the aaa expansion. However, it is also likely that many of the holes were ¿covered¿ by tissue/thrombus in-vivo, and may not have been clinically significant. It appears most likely that the cause of the para-renal aortic rupture was due to the reported dilatation of the aortic neck diameter to >38 mm in the proximal seal zone, resulting in the complete loss of radial apposition with the 28 mm od bifurcate, leading to expansion of the aneurysm. Lack of patient follow-up also likely contributed to the rupture. If information is provided in the future, a supplemental report will be issued.